Manufacturer narrative:
Implant and explant dates: if implanted or explanted; give date: not applicable as the lens was inserted and removed. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during the insertion of an intraocular lens (iol) into the patient's eye, the lens shot out the side of the cartridge. Reportedly, there was a slight patient contact. The device was discarded by the customer. No further information was provided.

Manufacturer narrative:
Device evaluation: the product was discarded by the customer and could not be investigated. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.